Event description:
Customer reported by call that they were experiencing low blood glucose level 2.7 mmol/l which was treated by eating candy. Insulin pump received pump error. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer performed self test which passed. Insulin pump was on auto mode. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.